Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 - health effect - clinical code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient underwent a left and right knee replacement surgery five to six years ago. The patient further stated experiencing severe pain in their left knee, and their doctor diagnosing them with a fracture in the tibia bone, caused by a broken implant. Information provided indicates the patient was revised approximately 1-2 years post their initial surgery. No further information available.

Manufacturer narrative:
D6a: implanted 2019; specific date unknown. D6b: explanted 2021; specific date unknown. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.